Manufacturer narrative:
The device was evaluated remotely by a field service engineer(fse). The fse confirmed the alleged complaint that the device would not turn on during their evaluation, they identified the error in the power switch; additionally, the fse found that the navigation was not working, the fse replaced the front bezel which contains the overlay and the navigation ring to correct the alleged conditions, the unit was tested per the service manual and returned the unit back to service. The part was returned to failure investigation for analysis. The alleged complaint was confirmed. The failure investigation identified that the power switch button trace was found broken, which created the condition that the ventilator will not power on.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 03nov2020.

Event description:
It was reported to philips that the unit was plugged in to turn on and the power lights, but the unit will not turn on. The customer reached out to the remote manufacture customer service technician and the customer indicated with alternating current (ac) connected the amber power switch light emitting diode (led) is illuminated and the battery led is on steady. The customer indicated the unit will not power on in ventilation or diagnostic mode. The remote manufacture customer service technician reviewed the power on signal path per the manual and suggested swapping the user interface (ui) assy with another unit for troubleshooting. The customer has requested onsite support. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.